Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit is not consistent, sometimes it over feeds and sometimes it under feeds running the exact same settings. The unit was triaged and the customer¿s reported condition was confirmed. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device is not accurate. Upon follow up, on (B)(6) 2017 the customer stated that the unit is not consistent, sometimes it over feeds and sometimes it under feeds running the exact same settings.